Manufacturer narrative:
Analysis of the mainframe (sn# (B)(4)) found that unit came with no fault found. The customer complaint could not be duplicated. The device was cleaned upgraded and tested in accordance with manufacturing specifications. Analysis of the patient interface (sn# (B)(4)) found the complaint could not be verified. The device was received with two worn wave washes and one damage fuse label. The device was dissembled, cleaned, reassembled and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during procedure the patient interface was not sounding when stimulating the nerve and not working properly. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.